Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 unit stopped working during the case. They said the second unit failed to power on during case. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: g4, g7, h2, h6 , h10. Corrected sections: b-5, h-6 patient codes. Trackwise ID#: (B)(4). The device was returned to the factory for evaluation. Although the complaint was reported as no patient involvement, there were signs of clinical usage and evidence of blood that were observed. A visual inspection was conducted. Tissue and char buildup was observed on the jaws. The heater wire was bent and twisted away from the center of the hot jaw. The heater wire still remains attached to the base of the hot jaw however. No other visible defects were observed. The device was evaluated for electrical function. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the instructions for use (cv000008979). A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value was measured at 0.68 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the results of the evaluation, the reported failure "failure to deliver energy" was not confirmed but confirmed for analyzed failure ¿material twisted/bent; wire¿.

Manufacturer narrative:
Trackwise ID : (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was damaged out of the box. A replacement device was used to complete the procedure. No patient involvement.